Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018 at ¿12:00 noon¿ he obtained a result of ¿240mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a reading of ¿196mg/dl¿ obtained on another device, within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with humulin r insulin and metformin pills and took ¿65 units of insulin and orange juice and honey¿ ¿right away¿ in response to the alleged issue. The patient reported that ¿7 minutes¿ after the issue occurred he developed a symptom of ¿lethargy¿ which he associated with hypoglycemia and his wife (who is a registered nurse) treated him with a ¿glucagon injection within one hour¿ of the meter issue occurring. The patient also reported obtaining a result of ¿96mg/dl¿ on another device, but did not specify when the result was obtained. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.